Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the plastic piece by the ring where the reservoir goes in was broken. They reported that they had kept snapping it in place and it came loose. The customer reported that there was no delivery alarms. The insulin pump will not be returned for analysis.